Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 14-mar-2023. Medwatch report # mw5115481.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 1.2m was clogged. The following information was provided by the initial reporter: tubing for tpn wasn't priming, it was clogged at the filter.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 1.2m was clogged. The following information was provided by the initial reporter: tubing for tpn wasn't priming, it was clogged at the filter.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing was not priming could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010453 lot number 22125445 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.